Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and there were no recurrences of the malfunction code after the reset. The customer was advised to continue using the pump and to call back if the issue reoccurred.